Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. The patients reported blood glucose level was between 120 mg/dl and 250 mg/dl. The patient removed the pod and experienced symptom's of the infusion site (arm) being red and warm to the touch. The patient applied a new pod on a different location. The patient had gone to their doctor and the site was drained. In addition the patient was given an antibiotic to be taken in two rounds.